Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker dependent patient presented for a routine device interrogation and upon interrogation it was observed the right ventricular lead impedance had doubled and threshold had also increased significantly since the patients last interrogation in (B)(6) 2020. The patient was symptomatic when testing the threshold and complained of becoming light-headed when performing the sensing test. Upon completing the interrogation, the patient denied having any residual dizziness or lightheadedness. The lead was capped and replaced on (B)(6), 2020. The patient did fine and was asymptomatic before during and after the procedure.